Manufacturer narrative:
Investigation, including root cause analysis, is in progress. (B)(4).

Event description:
A nurse reported that the cutter stopped working during a vitrectomy procedure. The cutter was flushed; however, this did not resolve the issue. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record review was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. One probe was returned for evaluation. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle has an obvious bend just above the stiffener sleeve. The cutter is also in the closed position with surgical material present on the cutter. Actuation testing was performed and deemed nonconforming. Aspiration and cut testing could not be performed. The probe was disassembled and the components inspected. There is significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is bent. Gouge marks are present at the bend area. There is approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the reported event. The probe testing indicates the probe was not able to cut and aspirate. The root cause for the poor probe performance was due to the separation of components from poor adhesive bonding between the components. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. An internal investigation has been opened to address this issue. (B)(4).